Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd plastipak¿ syringe had an extra amount of liquid aspirated, like a small drop of drug, outside the syringe. The following information was provided by the initial reporter, translated from portuguese to english: at chemotherapy outpatient facility, the pharmacist that handles the drugs reported that during aspiration with 50ml syringe (picture attached), she notices that there is an extra amount of liquid aspirated, like a small drop of drug, outside the syringe. "The rubber is sometimes already crooked or when we handle it, maybe due to the pressure it bends a little, we notice the leak can occur for this reason." H6: investigation summary it was reported there is an extra amount of liquid aspirated, like a small drop of drug, outside the syringe when drawing up medication. To aid in the investigation, four photos were provided for evaluation by our quality team. One photo shows a packaging blister top web. The other three photos show a syringe upside down. The syringe has 50ml of a solution. Between the stopper ribs appears to be droplets of solution. However, it is not clear in the photos if it is solution or a reflection of light. A device history record review was completed for provided material number 303552, lot 2210359. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd plastipak¿ syringe had an extra amount of liquid aspirated, like a small drop of drug, outside the syringe. The following information was provided by the initial reporter, translated from portuguese to english: at chemotherapy outpatient facility, the pharmacist that handles the drugs reported that during aspiration with 50ml syringe (picture attached), she notices that there is an extra amount of liquid aspirated, like a small drop of drug, outside the syringe. "The rubber is sometimes already crooked or when we handle it, maybe due to the pressure it bends a little, we notice the leak can occur for this reason."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe had an extra amount of liquid aspirated, like a small drop of drug, outside the syringe. The following information was provided by the initial reporter, translated from portuguese to english: at chemotherapy outpatient facility, the pharmacist that handles the drugs reported that during aspiration with 50ml syringe (picture attached), she notices that there is an extra amount of liquid aspirated, like a small drop of drug, outside the syringe.